Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the unit is not alarming. Dealer took the flowmeter to 0, and no alarm came on.

Manufacturer narrative:
The device was evaluated by the returns department which found that the issue could not be duplicated.

Event description:
Dealer is stating that the unit is not alarming. Dealer took the flowmeter to 0, and no alarm came on.